Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was asymptomatic and the cgm value was 176 mg/dl. The bg was not checked. Five minutes later, the cgm was reportedly 20 mg/dl (labeling indicates the display device will show low for values below 40 mg/dl). The bg was checked by the patient's daughter and was 20 mg/dl and the patient passed out and had convulsions. The patient was taken to the hospital and was diagnosed with cerebral vascular accident (cva). Reversal of hypoglycemia was not specified. During the episode, the patient experienced a bleeding laceration from his head as a result of passing out. He underwent imaging of MRI and CT scan. Due to the imaging, the patient removed the sensor and transmitter. Upon replacing the sensor, the patient alleged that the transmitter was having signal loss due to proximity to the MRI. The patient also noted low readings from the app with no sensor attached to his body. At the time of the report, the patient was recovering after being discharged from an undocumented duration of time in the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.